Event description:
Boston scientific received information that this right ventricular (rv) lead and associated device displayed a steady increase in shock impedance measurement to 164 ohms. No testing was performed. The physician was to continue to monitor the patient for potential lead revision in the future. There were no adverse patient effects reported. The system remains in service.

Event description:
The device was returned for analysis.

Event description:
Subsequent information indicates that patient underwent a revision procedure. The lead was capped and the device was explanted. There were no adverse patient effects reported. The product is not expected to be returned.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.